Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the head did not properly engaged to the stem neck the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found signs of what appears to be material transfer at the bottom surface, inside the insertion hole of the delta cer head 12/14 36mm +12, most likely caused by the implantation attempts. A dimensional inspection was performed and the device met specifications. A manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 36mm +12 product code: 136536340 lot number: 4350127 and no non-conformances or manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the delta cer head 12/14 36mm +12 would have not contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Dwg-136536340 rev. E and current and manufactured. Dimensional inspection specified dimensions: height = 29.60 +/- 0.15 mm. Width = 35.975 +/- 0.25 mm. Inner diameter = 12.73 +/- 0.30 mm. Measured dimensions: height = 29.62 mm. (Complies) width = 35.975 mm. (Complies) inner diameter = 12.73 mm. (Complies) device used: digimatic caliper cd78619 vermont pin gage 12.73 mm device history lot a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 36mm +12 product code: 136536340 lot number: 4350127 and no non-conformances or manufacturing irregularities were identified. Device history review a manufacturing record evaluation was performed for the finished device product description: delta cer head 12/14 36mm +12 product code: 136536340 lot number: 4350127 and no non-conformances or manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the head did not properly engaged to the stem neck. A new implanted was inserted.

Event description:
A. Was there any surgical delay related to the event? If yes, what is the duration of the delay? Yes, but less than 2 min, because the surgeon opened other component and used it immediately. B. Was there any allegation against the stem? No. C./were there any adverse consequence/s that affected the patient because of the reported event? No, just a couple of minutes¿ delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.